Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted after multiple falls on (B)(6) 2022. Plans to replace the patient's primary heartmate 3 system controller were made due to a crack at the driveline insertion as well as an exposed white power cable. On (B)(6) 2022 the patient had a replace system controller alarm after they fell on their controller. A review of the log files revealed an internal controller/lcd comm fault occurred on (B)(6) 2022 at 0021.

Manufacturer narrative:
Section a3: patient date of birth was inadvertently added to the initial report and should have been redacted. Manufacturer's investigation conclusion. The reported event of a controller fault alarms was able to be confirmed via review of the log file. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed 256 events spanning approximately 10 days (B)(6) 2022 ¿ (B)(6) 2022 per timestamp). A controller fault alarm coincident with lcd_com fault was active on (B)(6) 2022 at 00:21:39. This alarm is associated with the controller bitmap and the alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made asking if product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. G, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. G, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including replace controller alarms. Heartmate iii instructions for use, rev. G, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. G, section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 20dec2019. No further information was provided. The manufacturer is closing the file on this event.